Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h4 (manufacture date- not available), h6, e3, e2, g2, e4, d5 (type of investigation, investigation findings, component codes, investigation conclusions).a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that auto fill alarm coming in history alarm list. After running machine for 2 hours, no autofill alarm occur and machine was working properly. All functional and safety checks have been performed to factory specifications and the unit has been returned to use.

Event description:
It was reported that during check up the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Auto fill failure alarm occured. No patient involvement. No harm is reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. (B)(6).